Manufacturer narrative:
The patient reported on (B)(6) 2025 they experienced skin irritation in the form of itchiness and blisters while using the universal patch. The patient did seek medical attention and a prescription was obtained for microband antibiotic cream. The patient does have a history of skin sensitivity/allergy to adhesives, and they did not follow skin prep instructions. The patient did take a break in service for 2 days and will follow up with physician to determine if break in service will continue. They agreed to inform us upon that decision. The patient was advised on proper skin prep and other options. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient used improper application techniques and has a known medical/dermatologic condition. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2025 they experienced skin irritation in the form of itchiness and blisters while using the universal patch. The patient did seek medical attention and a prescription was obtained for microband antibiotic cream. The patient does have a history of skin sensitivity/allergy to adhesives, and they did not follow skin prep instructions.the patient did take a break in service for 2 days and will follow up with physician to determine if break in service will continue. They agreed to inform us upon that decision. The patient was advised on proper skin prep and other options.